Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv1893 showed one other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported when the medical staff used the PICC in the central vein, they found that the PICC tube decompression cap was abnormal, and it was easy to loosen after connection and could not be used. No other information was provided.